Manufacturer narrative:
Cochlear attempted an electronic submission on march 4, 2009, unsuccessfully. Cochlear submitted paper submission march 9, 2009 and per FDA request, submitting electronically.

Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test 2009, showed multiple electrode anomalies. Reimplantation is planned but was not scheduled as of the date of this report, march 3, 2009.